Event description:
In 2007, the patient reported receiving "77" on the display of his infusion device. He stated that he was using a recalled power pack that had been in use for longer than 2 weeks. He was advised to insert a corrected power pack and the infusion device functioned properly. He stated that he was aware of the recall and he used the recalled power pack by mistake. He was advised to discard all recalled power packs. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.